Event description:
It was reported via this literature article that the pressurewire was used in this prospective, observational registry of adult patients with ischemia and nonobstructive coronary arteries (inoca). 173 patients with symptomatic chronic coronary syndrome (ccs) were enrolled in the study between july 2020 and july 2023. The primary objective was to implement comprehensive invasive diagnostics. Two cases of coronary artery dissection after physiological assessment with a pressure wire, were observed, which resulted in myocardial infarction. The patients were successfully treated with urgent coronary artery angioplasty. Attached article (heterogeneous and overlapping mechanisms of ischemia and nonobstructive coronary arteries: in-hospital results of the mosaic-cor registry) for more information.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, there was no reported device malfunction associated with the pressurewire. The reported patient effects of vascular dissection and myocardial infarction are listed in the pressurewire instruction for use as known potential complications which may be encountered during all catheterization procedures. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported patient effects of vascular dissection and myocardial infarction resulting in unexpected medical intervention, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: estimated event date 07/01/2023. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title " heterogeneous and overlapping mechanisms of ischemia and nonobstructive coronary arteries: in-hospital results of the mosaic-cor registry"